Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency. Note: the report includes information that "user error" may have been a contributing factor to the event. The customer reportedly "tends to give or not give boluses based on how she feels rather than taking bg readings". By not using the pdm component of the system (or an alternate meter) to obtain specific bg readings, the potential exists for the user to mistreat her diabetes.

Event description:
The report indicated that the customer's bg levels rose within nine hours of activating a new pod. Consecutive high bg's (377-greater than 500mg/dl) with small ketones were experienced over the following five hours despite having administered multiple correction boluses (note: the customer noted that she "tends to give or not give boluses based on how she feels rather than taking bg readings"). As a result of the high readings, she went to the ER where she received correction boluses via insulin pen. She returned home from the ER within three hours. The pod was deactivated and the customer will continue using insulin pens to administer boluses. The customer wanted to "confirm whether or not there was something wrong with the pod"; the device, therefore, will be returned for evaluation.